Manufacturer narrative:
Per the clinic, the patient had used a cotton bud at a blind sac closure, causing an extrusion of the electrode array.

Event description:
Per the clinic, the patient experienced an infection at the implant site and site and subsequently was hospitalized and treated with oral and IV antibiotics (specific date and duration not reported). It was reported that the patient underwent a blind sac closure procedure (non-device related) and during the procedure, the electrode reported to be migrated and the patient experienced loss of electrode function. The device was explanted on (B)(6) 2025, and reimplantation is planned but had not taken place at the time of this report.